Event description:
It was reported by ginger haas-biology for periot that a 2625, 23mm valve was explanted due to surgeon noticed a tear on one of the leaflets of the valve. Please send a biokit to adele worell-or. Their sales representative is brad schardein. No additional information is available at this time.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was no returned for evaluation.